Event description:
It was reported that there was a variation in the setted and delivered ventilation's rate. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The investigation is based on the received logs evaluation. There is no exact time in the complaint, but according to the trend, the machine has basically only been used between 11:15-12:00 am in the event date. According to the internal event log that the users have set the same pressure levels for the simv breaths and the spontaneous-triggered breaths during this time. And according to the trend, there is a difference in rr-spontaneous and rr-total values. Simv works such that if the patient triggers a breath in the simv period when the simv breath is supposed to be delivered, so simv will deliver the breath. This means that a patient-triggered breath will eventuate in simv breaths. Distinguishing between a support breath and a simv breath can then be quite difficult. The issue was most likely that it was difficult to differentiate between which breaths are spontaneous breaths and which are simv breaths. This was due to that the pressure sets to the same level for both simv breaths and the spontaneous-triggered breaths. The ventilator behaves correctly as the rr- spontaneous and rr-total differ in the trend, which means that the ventilator must at least have delivered some non-triggered simv breaths. As a recommendation, make sure to set different pressure levels for pressure above peep and ps above peep, then a difference in the breaths well be detected. H3 other text : 4112.